Event description:
Upon review of a (B)(6) male pt's download data, zoll customer support found that the pt's equipment was displaying svc code 204 (belt/monitor unusable). Customer support contacted the pt about the issue. The pt received a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (svc code 204) has been confirmed. Upon eval the trunk cable connector was damaged. The cause for the damaged trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.